Event description:
The hcp reported that the patient had a normal refill in 2007. On the following month, the hcp programmed a 10% dosage increase due to increased pain due to disease progression. During that programming session, he noted an elective replacement indicator message dated original month. A non-critical alarm was also confirmed with telemetry, but was not heard by the patient. The patient hadn't had any recent diagnostic procedures. The pump was programmed to deliver dilaudid 10 mg/ml at 1.302 mg/day. The patient was hospitalized at the end of the next month for increased pain and withdrawal treatment. In 2008, a motor stall occurred with no recovery recorded. The pump event logs were also reported to be abnormal at that time. The pump was explanted on five days later. The new pump was restarted at a 'slightly lower' dose. The patient was still in the hospital. The pump was sent in for analysis.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.